Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the instrument had been fired through a complete firing stroke. The instrument was reloaded with staples and fired. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The instrument cut without any difficulties noted, and the staples were noted to have a proper b-formation. As stated in the packaging insert: "ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the instrument. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage."

Event description:
It was reported that during a gullet (esophagus) cancer resection procedure, about 1/3 of the anastomosis stoma leaked, and the staples malformed. The surgeon changed to use another like device. There was no patient consequence.